Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. The noise was reproducible with pocket manipulation. The device was reprogrammed. A month later, the patient presented in clinic for follow up; it was noted that the lead continued to exhibit noise. The device was reprogrammed. The patient was doing fine post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.